Event description:
It was reported during remote follow up that the right ventricular lead exhibited noise with noise reversion episodes. Programming changes were recommended but not yet completed. The patient was stable and asymptomatic.